Event description:
It was reported that an ilet user experienced high glucose shortly after initial pump start, with the spouse noting a device high-glucose alarm and rising glucose despite displayed insulin delivery; no tubing leaks or occlusions were observed, and glucose later began to decline. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting. Investigation included remote troubleshooting and education with a recommendation for a full supply change, with a plan to reassess trend after one hour. Investigation of this case revealed no confirmed device malfunction, with insulin delivery logs indicating delivery and a subsequent downward glucose trend; the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.